Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with dizziness. Upon interrogation, several episodes of high ventricular rate were noted. The sensitivity on the right atrial and ventricular leads was adjusted due to a decline in sensing. The right atrial and ventricular leads exhibited p-wave and r-wave amplitude variation respectively. Both leads were capped and replaced on (B)(6) 2017.